Event description:
It was reported that this right atrial (ra) lead exhibited undersensing on the ra channel. In addition, the patient felt palpitations. Technical services (ts) suspected that it was related to an undersensed atrial fibrillation (af), however it was not conclusive. No adverse patient effects were reported. This ra lead remains in service.